Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one premium surgiclip ii (m- 9.5" shaft length) titanium clip applier. The event report alleges the product was used in a surgical procedure. Two clips were jammed in the distal end of the channel. The ratchet function was not engaged. The jammed clips were removed; as the second clip was being removed, the next clip loaded into the jaw and was fired with proper formation. The remaining clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur when an attempt is made to fire the instrument without fully releasing the handle after the previous firing. When the full firing stroke is not completed, the next clip is not loaded into the jaw and any subsequent firing attempts cause clips to jam in the channel. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thyroidectomy procedure, the device jaws were unable to close. No harm was caused to the patient.